Event description:
Spontaneous inbound call from pt who mentioned that during his infusion of gamunex today, his freedom pump failed. Pt had 60ml left to infuse and his wife will help manually to infuse but would like a new pump shipped out to replace the malfunctioning pump (sn #(B)(4)). New pump will arrive tomorrow for pt. Pt did not mention any adverse effects. No other info known. Strength: f10050. Diagnosis or reason for use: g61.81.